Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed an error "hw rf". No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. An attempt to test the device was made; however, the receiver would not power on. The device was opened and the moisture detection sticker activated and/or rust, contamination, or liquid intrusion. As a result, the receiver data log could not be downloaded and functional testing could not be performed. The customer's complaint was not confirmed. The root cause could not be determined due to moisture damage.